Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. Complete information for section a patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and chloride results on architect c8000 processing module for three patients. All three patients have two specimens drawn. The customer repeated on second specimen gives normal patient results for sodium and chloride. There were no repeat results provided. The results provided were: first initial result from first specimen/ repeated results from second specimen on same patients. Sid (B)(6) initial sodium=200 mmol/l, chloride=140 mmol/l /repeated =normal result. Sid (B)(6) initial sodium=167 mmol/l / repeated =normal result. Sid (B)(6) initial sodium=179 mmol/l, chloride=133 mmol/l / repeated=normal result. Laboratory reference range for sodium=135 to 145 mmol/l. Laboratory reference range for chloride=98 to 107 mmol/l. The customer performed all sodium and chloride on roche instrument with high results, no actual results provided. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict diluent ((B)(4). ) results. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the architect system operations manual shows adequate information for troubleshooting, observed problems ¿ elevated concentration, provides multiple probable causes and corrective actions for elevated concentration. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer¿s issue as the samples were contaminated while on the bench. Based on the investigation, no systemic issue or deficiency of the architect (B)(6) , serial number (B)(6) , or the ict diluent, lot number unknown, was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.